Event description:
(B)(4). Initial information received on (B)(4) 2013. The dentist reported that a (B)(6) female patient, with no specified medical history, was treated with a schein premium 30g short needle. On (B)(6) 2013, after performing an anesthetic injection on the lower left side of the patient's cheek, the needle separated/broke off from the hub and the entire needle shaft went into the patient's cheek and remained there. The dentist attempted to retrieve the needle several times, but it was not possible. The patient was taken to a hospital by her mother for an evaluation and the needle shaft was removed surgically from her left cheek. The patient was hospitalized for 2 days. Additional information received on (B)(4) 2013. The patient was diagnosed with #l-needs stainless steel crown, #k-needs ol filling, and #19-needs occlusal filling, all requiring restorative procedures. The dentist performed inferior alveolar and lingual blocks on the left side of the mouth. The patient had a previous unspecified dental treatment on (B)(6) 2013 with anesthetic injection on the right side. (B)(4).